Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-03303, related manufacturer reference number 1627487-2022-03304. It was reported that scs system was autoreducing system diagnostics recorded high impedances on 15 out of 16 lead contacts. Surgical intervention was undertaken wherein the ipg was explanted and replaced. During the procedure, the physician noted that that the leads were fracture. Additional surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported high impedance issue was not confirmed. Visual inspection did not identify any anomaly that would contribute to the reported issue. As received, normal pairing and bluetooth (ble) communication was observed. The uep inductive tool showed it was running the therapy application and was functional. The device passed all functional tests on ate. The ate specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. No impedance issues were found. The ipg functioned as intended. The root cause of the issue was not ascertained.